Event description:
The customer reported that their information center display went dark and alarms were not sounding and that a patient death occurred.

Manufacturer narrative:
The customer initially reported that their information center display went dark and that a patient death occurred in which the device was a factor as alarms were not occurring/not heard. Communication with the hospital risk manager on 3/18/08 determined that the originally reported problem was not in fact correct. The site had a transition to generator power during which the display on the central flickered and a patient death had occurred at that time but the 2 events were in no way related and there is no allegation of a device malfunction. The display flickered during the power transition and no failure or loss of monitoring or alarming occurred. No further action or investigation is warranted.